Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recently received that this device was explanted and replaced with a competitor device due to battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a recent follow up visit, this patient's device longevity is fluctuating. At the start of the recent visit, longevity remaining was 1 year, at the end of the visit it was greater then 1.5 years remaining. During the last 7 months, the longevity remaining fluctuated from 2-4 years remaining. As a result, this health care professional was concerned about what device features are disabled at elective replacement time to avoid any loss in therapy. To date, there have been no adverse patient effects reported.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.